Event description:
Balloon broke off from catheter. Doctor able to remove balloon with snare. Balloon and catheter removed without difficulty or injury to patient. Balloon broke in half when physician attempted to remove it. Difficulty snaring the broken part from the patient but managed to retrieve and patient suffered no harm.